Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 3.5 x 15 mm xience prime, 3.0 x 18 mm xience xpedition (x2). The device was not returned for evaluation. The reported patient effects of myocardial infarction and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat two lesions; a de novo lesion with mild tortuosity, moderate calcification and 90% stenosis in the proximal to mid left circumflex (lcx) and a narrow, de novo lesion with mild tortuosity, no calcification and 90% stenosis in the proximal to mid left anterior descending (lad) coronary artery. The patient presented with angina. Pre-dilatation was performed with a non-abbott semi-compliant balloon. A 3.5 x 28 mm xience xpedition stent was implanted in the mid lad, a 3.5 x 15 mm xience prime stent was implanted in the proximal lad, followed by a 3.0 x 18 mm xience xpedition in the mid lcx and a 3.0 x 18 mm xience xpedition in the proximal lcx. Timi 3 flow was obtained in both arteries. However, the next morning at the hospital, the patient had succumbed to acute myocardial infarction and did not survive. There was no autopsy performed and the cause of death is unknown. No additional information was provided.